Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient stated that he was in drain 4 of 4 and had so far drained out 95ml out of expected 2500ml when the cycler messaged with an air detected in cassette warning. When patient opened the cassette door there was fluid all within the cassette door. The cycler was replaced. A follow up call was made to the patient's nurse who reported that the patient's effluent has remained clear and there has been no patient injury. The patient was not provided prophylactic antibiotics. The patient discarded the tubing set.